Event description:
Patient reported left side textured to smooth due to concern with the product and rupture confirmed via mammogram. The device has been explanted.

Event description:
Patient reported left side textured to smooth due to concern with the product and rupture confirmed via mammogram. Patient representative later reported "accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage" and "physical pain". Device has been explanted and replaced

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 laboratory analysis summary the device related to the reported events rupture and anxiety-product/procedure was received on january 10, 2025. With lot number 2591605. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required.

Event description:
Patient reported left side textured to smooth due to concern with the product and rupture confirmed via mammogram. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side textured to smooth due to concern with the product and rupture confirmed via mammogram. Device remains implanted.